Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of thrombosis and death are listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), as known patient effects that may be associated with use of a coronary stent in native coronary arteries. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined; however, the subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a target lesion in the left anterior descending (lad) artery. A perforation occurred after use of an unspecified device and the graftmaster stent was implanted. The perforation was successfully sealed; however, one day post procedure, the graftmaster stent was noted to be 100% occluded with thrombus. Medication was administered. The physician performed balloon aspiration, balloon angioplasty and implanted an additional drug eluting stent. The physician attempted to place a non-abbott heart pump; however, this was unsuccessful. Although the vessel was opened, the patient condition continued to decline and the patient died two days post procedure. No additional information was provided.